Event description:
I&d of a left hip originally done (B)(6) 2022 and swapped the head, liner, sleeve. No allegations against the implants made. Per response: "due to infection"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6519-1-044 delta un.fem hd 44mm r44 16/18 DHR lot 95363201. 6519-t-025 uni adaptor sleeve v40 ti DHR lot 94796701. 702-04-56f tridentii tritanium cluster56f lot 87910701a. 7000-6606 high insignia collared hip stem lot 92303501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.